Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator's support arm was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to information received in the communication box, our field service engineer did not attend the site. Issue was confirmed by provided pictures. Support arm has been sent to the customer for replacement. The support arm serves to relieve the patient from the weight of the tubing system. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective joint of support arm.

Event description:
Manufacturer's ref. #: (B)(4).